Manufacturer narrative:
H6: device analysis not available at the time of this report. A follow up report will be sent when analysis is complete.

Event description:
The hcp reported the pump was explanted due to "does not give the expected output." The catheter was reported to be working normally. A follow up report will be sent when additional info is received.